Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abdomen percutaneous catheter drainage (pcd) procedure an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to leak at the hub after about 2-3 minutes in place. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Method code: (10) testing of actual/suspected device. Results code: (4210) leakage/seal. Conclusion code: (4315) cause not established. Investigation - evaluation a review of the complaint history, device history record, documentation, as well as a dimensional verification, visual inspection and functional test of the returned device were conducted during the investigation. The visual inspection of the returned device showed one partial mac-loc catheter in a used condition as biological matter was present on the distal end of the catheter. Device attributes were measured and found to be within manufacturing specifications, except for the number of threads between the mac-loc hub and connector cap, which were out of specification. A leak test was conducted, and the presence of a leak was confirmed between the catheter tubing and connector cap. A twist test was performed, confirming that the connector cap was secure. When a tug test was conducted, it was shown that the catheter tubing was not secure in the cap. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause is likely to be manufacturing related. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.